Manufacturer narrative:
No product will be returned for evaluation.

Event description:
It was reported the patient received the following results within 10 minutes: a result in the "low 50's mg/dl" and a result in the "80's mg/dl". The product is not expected to be returned for evaluation.